Event description:
A surgeon reports that an intraocular lens(iol) was replaced dur to an unexpected postoperative refraction. The relationship of this event to the iol is unk. The iol power 29 was explanted and an iol with a power of 24.5 was implanted.